Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, this lead failed to sense and pace as expected. The lead was removed from the procedure and is expected to be returned for analysis. No resulting adverse patient effects were reported and a different lead model type was successfully implanted.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a slight bend in the lead near the tip. The lead was slightly stretched in this area. Near the bend was a puncture hole in the outer insulation which appeared consistent with a guide wire escaping the lumen of the lead. Resistance testing verified the lead was electrically continuous. Analysis did not identify any lead performance issues that would have contributed to the observed lack of sensing and pacing.